Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure which included an octaray mapping catheter and the catheter would not flush. The pressure was increased on the pressure bag and hand flushing was attempted without resolution. The catheter was replaced, and the issue was resolved. No adverse patient consequence was reported. Additional information indicated that the issue was noted after it was used on the patient. They mapped the patient¿s left atrium, then removed the octaray from the patient¿s body, inserted the ablation catheter and performed a pulmonary vein isolation on the patient. After ablation, they removed the ablation catheter, reassessed the octaray prior to reinserting it in the patient and noticed it would not flush. Even after trying to increase the pressure on the pressure bag, and manually flushing the lumen of the catheter. No flush would come out of the tip of the octaray catheter.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure which included an octaray mapping catheter and the catheter would not flush. The pressure was increased on the pressure bag and hand flushing was attempted without resolution. The catheter was replaced, and the issue was resolved. No adverse patient consequence was reported. Additional information indicated that the issue was noted after it was used on the patient. They mapped the patient¿s left atrium, then removed the octaray from the patient¿s body, inserted the ablation catheter and performed a pulmonary vein isolation on the patient. After ablation, they removed the ablation catheter, reassessed the octaray prior to reinserting it in the patient and noticed it would not flush. Even after trying to increase the pressure on the pressure bag, and manually flushing the lumen of the catheter. No flush would come out of the tip of the octaray catheter. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Bwi then conducted visual inspection and patency test of the returned device. Visual analysis revealed no damage or anomalies on the device. A patency test was performed. The catheter failed the test since the irrigation tube was found folded inside the tip area. A manufacturing record evaluation was performed for the finished device number lot 31105845l and no internal action related to the complaint was found during the review. Additionally, the manufacture and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. The irrigation issue reported by the customer was confirmed. The potential cause of the irrigation tube folded could not be established. The instructions for use contain the following precautions: flush the catheter with heparinized saline prior to insertion into the body. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).